Manufacturer narrative:
The device serial number was not provided.

Event description:
It was reported to philips that the device "keep warning". No further details were provided. There was no reported patient involvement.